Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens case and peel pouch were not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. The file will be reopened if additional information or the sample is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that lens was removed during initial procedure.

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the iol was cracked. There was patient contact. Additional information was requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 file.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).